Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated and the impedance trend on the rv (right ventricular) pacing lead was decreasing. It was noted ventricular capture management showed steady increasing threshold, from 0.625 volts in (B)(6) 2015 to 2.5 volts in (B)(6) 2015 and ventricular bipolar impedance decreased from around 500-600 ohms at implant to under 300 ohms in (B)(6) 2015. The lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the atrial pacing capture threshold was rising. It was noted atrial capture management showed unstable threshold, with a slowly increasing trend, from around 0.7 volts in may 2015 to >1.0 volts in (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead appeared to have pulled back and lost slack. The right ventricular (rv) lead was pulled back from the right ventricle apex and was unable to capture at maximum output and both r-wave sensing and impedance declined. Both leads were wound up in the pocket consistent with twiddler's syndrome. There were no lead integrity issues. The ra lead was explanted and replaced. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage.